Event description:
It was reported that as soon as the box was opened the lens was found dry. There was no liquid in the vial and "white powder" was present in the packaging. The lens was not used and no other devices came into contact with the lens. Reportedly, this occurred with 2 lenses. This report refers to lens 2 of 2. Reference MDR # 1313525-2015-00116 for lens 1 of 2.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.